Event description:
Event [preferred term] (related symptoms if any separated by commas) suffered from hyperglycemia (500 mg/dl) due to issue with the piston in pen [hyperglycaemia], issue with the piston in pen [device issue]. Case description: study ID: (B)(6). Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample and verify if they have any problems with regard to the product received, or any problem with regard to diabetes. This serious solicited report from egypt was reported by a consumer as "suffered from hyperglycemia (500 mg/dl) due to issue with the piston in pen(hyperglycemia)" with an unspecified onset date , "issue with the piston in pen(device component issue)" with an unspecified onset date and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , tresiba penfill (insulin degludec 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - unk) from unknown start date for "product used for unknown indication", , novorapid penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - unk) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: tresiba penfill: novorapid penfill: medical history was not provided. On an unknown date, patient suffered from hyperglycemia with blood glucose (blood glucose) level of 500 mg/dl during using novorapid and tresiba penfills with novopen 4 due to the issue with the piston in pen. Batch numbers: novopen 4: pvgdr84 tresiba penfill: not reported. Novorapid penfill: not reported. Action taken to tresiba penfill was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "suffered from hyperglycemia (500 mg/dl) due to issue with the piston in pen(hyperglycemia)" was not yet recovered. The outcome for the event "issue with the piston in pen (device component issue)" was not yet recovered. Reporter's causality (novopen 4) - suffered from hyperglycemia (500 mg/dl) due to issue with the piston in pen(hyperglycemia) : unlikely issue with the piston in pen(device component issue) : unlikely. Company's causality (novopen 4) - suffered from hyperglycemia (500 mg/dl) due to issue with the piston in pen(hyperglycemia) : possible issue with the piston in pen(device component issue) : possible . Reporter's causality (tresiba penfill) - suffered from hyperglycemia (500 mg/dl) due to issue with the piston in pen(hyperglycemia) : unlikely issue with the piston in pen(device component issue) : unlikely . Company's causality (tresiba penfill) - suffered from hyperglycemia (500 mg/dl) due to issue with the piston in pen(hyperglycemia) : possible issue with the piston in pen(device component issue) : possible . Reporter's causality (novorapid penfill) - suffered from hyperglycemia (500 mg/dl) due to issue with the piston in pen(hyperglycemia) : unlikely issue with the piston in pen(device component issue) : unlikely . Company's causality (novorapid penfill) - suffered from hyperglycemia (500 mg/dl) due to issue with the piston in pen(hyperglycemia) : possible issue with the piston in pen(device component issue) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 30-apr-2026: the suspect device novopen 4 has not been returned to novo nordisk for evaluation. No conclusions reached on device functionality. No consent for safety follow-up questions, hence no further follow-up was possible.